Manufacturer narrative:
Correction: h6. Device code. H11. Health code. D9. Product available to stryker. The reported event was confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: a visual inspection of the returned device shows a slight bend in the straightness of the drill bit along with a chip of material missing along the flank at the cutting tip. Also present are chips of missing material and deformations along the edges of the land and flutes. A functional inspection was not possible as the returned instrument is visibly damaged rendering it non-functional. A dimensional inspection was not possible as a measurable feature of the device is damaged. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. Based on investigation, the root cause was attributed to a user related issue. The instrument was damaged by the end user in a self-admitted incident in the operating room. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that items were identified as broken by the sales representative after the case during tray flipping.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that items were identified as broken by the sales representative after the case during tray flipping.